Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 580 mg/dl at the time of hospitalization and was treated with drip. The transmitter was got lost when the customer was hospitalized. The customer was not calling back to perform an high pressure test. The customer was unconscious. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer was unsure if they had a backup plan available. The customer alleged that the insulin pump was under delivering. The insulin pump passed the displacement test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals¿ instructions. The customer declined to perform the carelink upload. The insulin pump and the reservoir will not be returned for analysis.